Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 110010371; lot# 0002689011. Item# 110027357; lot# 0002691747. Item# 110003539; lot# 0002662577. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown for the suture and remains implanted for the button. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery approximately two (2) months post-implantation due to the suture breaking where it connects to the button. Subsequently, it was noted that the old button was left in the patient and was not attempted to be removed. Attempts have been made and no further information has been provided.